Manufacturer narrative:
Site would not provide patient information. The axiem box was replaced in the system and after the replacement the system has been fully functional.

Event description:
A medtronic ent representative reported that during an ent surgery, the instruments were tracking properly at first, but then the surgeon switched back to the straight suction and could not verify it. They then looked in tracking details and noticed high interference values. The surgeon adjusted the emitter location to try and lower the interference values, but was unsuccessful. While doing this they then got an error "localizer not connected" and then the axiem box automatically reset itself. After this the interference value dropped significantly and all of the instruments could verify. The surgery was completed with the use of the fusion navigation system. There was no impact to the patient.